Event description:
It was reported that during implantation of the intraocular lens (iol), a haptic tore off. The iol was not implanted. Through follow ups we learned that there was patient contact with the material and that the material was discarded. No further details were provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided section d4: model number: partial number provided as customer only said ar40 was the model number, the serial number was not provided. . Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device could not be completed, and the reported event cannot be confirmed. As the serial number is unknown, no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.